Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient underwent a surgery, in which the alleged cement was implanted. On (B)(6) 2020, post-op, patient suffered with chest pain and back pain. Tenderness at the surgical site was noted. According to the investigator, this event was possibly related to procedure, bone cement and any other components used during the procedure. This event was not related to underlying condition or disease. Actions taken due to this adverse event included prolonged hospitalization of an existing hospitalization on (B)(6) 2020. The outcome of this adverse event is not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was prolonged hospitalization of an existing hospitalization from (B)(6) 2020 to (B)(6) 2020 due to the reported adverse event. Onset date of the adverse event was (B)(6) 2020. The adverse event was first determined to be a serious adverse event on (B)(6) 2020.